Manufacturer narrative:
The sensor is inserted by making a small incision and placing it under skin and potential for excessive bleeding from the insertion site is a known anticipated adverse event. The sensor was inserted on (B)(6) 2024 and after the insertion procedure, the patient had strong bleeding from the insertion site. The hcp initially put a pressure bandage as a precautionary measure to subside bleeding and then sewed her incision with stitches. One or two stitches were put due to heavier bleeding, as steri-strips did not hold. The bleeding stopped afterwards. This report is being submitted because of stitches that were put to stop bleeding and this is being considered as a medical intervention.

Event description:
Senseonics was made aware of an incident where patient had strong bleeding at the insertion site after the sensor insertion on (B)(6) 2024. The doctor pressure bandaged the site and sewed the incision with stitches.